Event description:
It was further reported that the ria drive shaft has presented a dysfunction. It was either too lateral to entry point and/or there was an incorrect positioning of the relief head. The patient outcome is reported as good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a device history record (DHR) review was conducted: part#: 314.743, synthes lot number: h508452, supplier lot number: h508452, manufacturing site: synthes monument, release to warehouse date: 02-aug-2018, supplier: criterion tool & die, inc. No ncr¿s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hrx. Date of event: only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the reamer head and reamer drive shaft broke during an unknown procedure. There was a surgical delay of fifteen to twenty (15-20) minutes. The procedure outcome is unknown. This report involves one (1) drive shaft-minimum 520mm length-for use with ria. This is report 2 of 2 for (B)(4).